Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level. Blood glucose level at the time of the incident was 40 mg/dl and current blood glucose level was 157 mg/dl. Customer stated that they were trying to figure out why auto mode was still giving micro boluses during a low reading period. Customer was treated with food and glucose tablets for low blood glucose event. Customer stated that they were unconscious on their bed two weeks ago and was hospitalized. Customer stated that they had chest pain. Customer stated that their blood pressure was going up. It was unknown that customer was using auto mode or not at the time of low blood glucose event. The insulin pump will not be returned for analysis.